Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in both eyes at one day post-op. The pt was treated with topical steroid drops. This report addresses the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).